Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe there was a crack in the syringe causing a leakage of an anesthetic product. The leakage caused a sedation defect to a patient, who is intubated, ventilated, and has a brain injury. The sedation defect has led to intracranial hypertension. The syringe was quickly replaced. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: cracked syringe, leakage of an anesthetic product, which caused a sedation defect to a patient, who is intubated, ventilated, and has a brain injury. Probably at the seal which caused leakage of the product from the top of the syringe. The sedation defect has led to intracranial hypertension. Action taken: the syringe was changed urgently.

Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. As a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe there was a crack in the syringe causing a leakage of an anesthetic product. The leakage caused a sedation defect to a patient, who is intubated, ventilated, and has a brain injury. The sedation defect has led to intracranial hypertension. The syringe was quickly replaced. Foreign complaint the following information was provided by the initial reporter, translated from french to english: cracked syringe, leakage of an anesthetic product, which caused a sedation defect to a patient, who is intubated, ventilated, and has a brain injury. Probably at the seal which caused leakage of the product from the top of the syringe. The sedation defect has led to intracranial hypertension. Action taken: the syringe was changed urgently.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe there was a crack in the syringe causing a leakage of an anesthetic product. The leakage caused a sedation defect to a patient, who is intubated, ventilated, and has a brain injury. The sedation defect has led to intracranial hypertension. The syringe was quickly replaced. Foreign complaint the following information was provided by the initial reporter, translated from french to english: cracked syringe, leakage of an anesthetic product, which caused a sedation defect to a patient, who is intubated, ventilated, and has a brain injury. Probably at the seal which caused leakage of the product from the top of the syringe. The sedation defect has led to intracranial hypertension. Action taken: the syringe was changed urgently.

Manufacturer narrative:
Investigation: one used 50ml ll syringe attached to an extension line was returned for investigation. Upon visual inspection, damage was observed on the barrel between the 15ml and 20ml marking. When the plunger is moved across this point, the stopper ribs become distorted against the barrel wall which resulted in the leakage reported. As a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Markings were noted on the sample which indicates this incident likely occurred due to the product getting jammed within the transfer wheels of the assembly machine. Root cause is barrel jammed in transference wheels of assembly machine.